Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported a peritoneal dialysis (pd) patient completed pd treatment and the cycler was at the treatment end screen when the patient expired. Per pdrn the patient ended her treatment on the cycler went into cardiac arrest approximately 5 minutes after the patient completed pd treatment. The patient was attempted to be resuscitated but was unsuccessful. Additional information and medical records were requested.

Manufacturer narrative:
Conclusion: based on available information it cannot be determined if there is a causal relationship between the death of the patient and the liberty cycler. Although the patient had just completed treatment prior to the cardiac arrest, there is no allegation of a malfunction against the liberty cycler and no reported issues during the treatment. Furthermore, the patient was currently hospitalized for an unknown issue and had a cardiac history. It is unknown if these issues in addition to any concomitant medications or other comorbidities contributed to the cardiac arrest and subsequent death. Long-term survival rates are poor among pd patients, only 11% surviving past 10 years. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 a hospital nurse contacted technical support to order a replacement liberty cycler as the patient who last utilized the liberty cycler had expired. No other information was provided. During follow up for additional information with the peritoneal dialysis registered nurse (pdrn) it was documented that this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for an unknown period of time expired on (B)(6) 2017 after completing peritoneal dialysis (pd) treatment while hospitalized for an unknown reason. The patient had completed (pd) therapy at 0515 hours and at approximately 0545 hours the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated (other resuscitation efforts unknown) but resuscitation efforts were unsuccessful and the patient death was pronounced at 0615 hours. The nurse then disconnected the patient from the liberty cycler. The patient had a pre-existing condition of cardiac origin (type unknown). Additional information and medical records were requested and were not received to date.

Manufacturer narrative:
Plant investigation: no discrepancies encountered during external and internal inspection of the cycler. Functional testing was performed and completed without any unexpected alarms or problems occurring. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 a hospital nurse contacted technical support to order a replacement liberty cycler as the patient who last utilized the liberty cycler had expired. No other information was provided. During follow up for additional information with the peritoneal dialysis registered nurse (pdrn) it was documented that this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for an unknown period of time expired on (B)(6) 2017 after completing peritoneal dialysis (pd) treatment while hospitalized for an unknown reason. The patient had completed (pd) therapy at 0515 hours and at approximately 0545 hours the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated (other resuscitation efforts unknown) but resuscitation efforts were unsuccessful and the patient death was pronounced at 0615 hours. The nurse then disconnected the patient from the liberty cycler. The patient had a pre-existing condition of cardiac origin (type unknown). Additional information and medical records were requested and were not received to date.